Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received a minimum fill message during the load process. The customer attempted to reload but received an alarm 19. The customer's blood glucose (bg) level was 321 mg/dl and delivered a bolus on pump to address bg level. The customer changed out the cartridge and was able to successfully load a cartridge on the pump with tandem technical support.